Event description:
While treating a patient with a cellex kit, bowl optic threshold gradually decreased from 150ml to 130ml d/t (due to) red cell pump alarms x3. Notified therakos; decreased wbp to 520ml to initiate buffy collection and early photoactivation. Total wbp=635ml resulting in a partial treatment. Patient stable throughout treatment.